Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08680 inches. The pump history and trace files were successfully downloaded using thump. There were no pump error 43 alarms during testing. A review of the pump history file shows on 2/9/2025 there were five (5) pump error 43 alarms (09:54, 09:58, 10:15, 10:29, and 10:30), a pump error 37 alarm (09:57), and three (3) pump error 130 alarms (09:49, 10:32, and 11:02) generated. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) however, moisture damage and rust were found on the force sensor, motor, and motor home switch. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Pump error 37, pump error 43, and pump error 130 alarms are all confirmed due to moisture damage and a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) alarm. The customer reported hyperglycemia treated with manual injection/insulin pen. The customer reported blood glucose value of 189 mg/dl. The event involved product(s) mmt-1884, mmt-242, mmt-332a. Troubleshooting was not performed for high blood glucose/under delivery. Troubleshooting was performed for pump errors. Customer was able to clear the error but was unable to complete the rewind process. Advised customer the serialized device would be replaced. No further patient complications were reported. It was expected that the customer would discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-242. No product return is required for mmt-332a.